Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct, procedure performed on (B)(6) 2025. During the procedure, it was noted that the suture could not be unfastened. Original device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The user did not follow the IFU. Note: this event has been deemed MDR reportable based on investigation findings, which confirmed that the guide catheter detached. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached/separated. Block h11: a flexima biliary stent with delivery system was received for analysis. A visual examination of the returned device revealed that the guidewire was still inside the catheter. Additionally, a part of the guide catheter was observed detached, and it was seen buckled and kinked. The push catheter suture hole was also observed torn. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of inability to deploy the stent due to suture unfastening failure and catheter damage. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to failure to follow instructions. The instructions for use were not followed. This was most likely the reason why the stent could not be deployed, and the suture could not be unfastened during the procedure. A step was skipped, and the guidewire remained inside the patient during the attempted deployment. The push catheter suture hole torn could have resulted from excessive pressure applied during the deployment attempt, possibly due to physician technique. The suture may have been stuck in the torn hole, preventing proper deployment. The same force may have caused the guide catheter to detach, buckle, and kink. Therefore, the most probable root cause is failure to follow instructions. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."; however, it was reported that the guidewire was inside the patient during the attempted deployment. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.